Manufacturer narrative:
Complaint coding was updated to more accurately reflect the reported event. The appropriate codes are as follows for h6 and have been fully updated and should be considered representation of the reported event. H6 medical device problem code a0709.

Manufacturer narrative:
B5. Additional event description added. D6b. Explantation day, month and year added.

Event description:
Additional information was received that reported the device was explanted. The patient was bridged to transplant, and survived.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 via right surgical axillary/subclavian artery for mechanical circulatory support. A placement signal low/not reliable alarm was noted. The placement position was verified via transthoracic echocardiogram and did not correlate with the patient's pressure/a-line. Hemodynamics was unchanged. No patient harm was noted.